Event description:
It was reported that: (B)(6) 2023, the swg was found to be kinked during use on the patient.

Manufacturer narrative:
(B)(4). The report that the guide wire separated was confirmed through examination of the returned sample. The core wire was broken towards the proximal end. A portion of the proximal guide wire was not returned. No manufacturing defects were found during this investigation. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.0 pounds force. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. A device history record review was performed, and no relevant findings were identified. Based on these circumstances, unintentional use error likely contributed to this event, however, the probable root cause could not be determined based upon the information provided and without the missing portion of the guide wire returned for evaluation. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: 03 nov 2023, the swg was found to be kinked during use on the patient.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: (B)(6) 2023, the swg was found to be kinked during use on the patient.

Manufacturer narrative:
Qn#(B)(4). In section d provided the full UDI # **UDI related data quality updates only.